Event description:
It was reported that during testing by a manufacturer field service technician conducted at the user facility, subsidiary the device caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
The reported bias current error was duplicated by a manufacturer repair technician through functional evaluation. Upon disassembly, corroded sockets and a worn trigger assembly were found, which can lead to the reported event.

Event description:
It was reported that during testing by a manufacturer field service technician conducted at the user facility subsidiary the device caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.